Manufacturer narrative:
(B)(4)

Event description:
An international customer reported a female patient developed a stain on her face after a procedure with a transducer catheter that had been processed in disopa. The black stain was observed on the patient¿s face at the point the catheter was fixed. The stain lasted approximately 2-3 weeks. The affiliate reported the customer recognized the rinsing duration was insufficient. The customer rinsed the catheter by flushing by water. The facility has since been re-trained on proper cleaning and rinsing of instruments with disopa. Based on the information contained in the complaint at the time the reporting determination was made, there is no harm or serious injury reported. In addition, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. However, the customer reported there was human contact with a medical instrument that was not rinsed sufficiently, and likely not rinsed per disopa instructions for use; therefore, this event is being reported as a malfunction.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, system risk analysis (sra) and supplier evaluation. The DHR could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. Regarding the disopa solution, it was confirmed there was no problem with storage, the product was within the expiration date and there was no staining observed on the disopa bottle. The likely assignable cause of this issue was user error and failure to follow instructions. The customer was not rinsing according to the instructions for use (IFU) and has since been re-trained. The issue will continue to be tracked and trended. Asp complaint ref #: (B)(4).